Event description:
A nurse reported a flo-gard infusion pump which alarmed failure code 49 and interrupted a patient infusion of gammagard sd. The pump was infusing 600ml of gammagard sd at 125ml/hr when the (B) (6) female patient unplugged the device to use the restroom. Upon unplugging the device, the pump alarmed failure code 49 and stopped infusing. The nurse immediately began gravity infusing the gammagard sd and the patient continued to receive therapy. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4)the reported condition of a flo-gard infusion pump with failure code 49, which interrupted a patient infusion, cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made.should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.